Event description:
On 6-July-2026, it was reported by a sales Representative via (b)(4) that an AR-9662-R and AR-9661-R central post adapters have fused together. Noticed during a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.